Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the cgm sensor failed while the patient was at school. Later, the patient started to not feel well and the teacher checked a bg meter finger stick and the reading was 491 mg/dl. A second test was done and it was 385 mg/dl. The teacher entered the bg readings into the patient's omnipod pump. The patient sent home. The patient's mother picked up the patient and, on the way home, the patient was vomiting. The patient's mother brought the patient to the emergency room. At the hospital, the patient was treated with 4 units of IV and nausea medication. The patient was discharged the following day (length of time in the hospital is unknown). At the time of the report, the patient was in stable condition. Data investigation confirmed sensor failure after warm-up on (B)(6) 2024. The root cause was determined to be progressive sensor decline. No additional patient or event information is available.